Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sensor anomaly as well as a high blood glucose value of 565 mg/dl at the time of the incident and 404mg/dl was the current blood glucose value. The customer treated with a manual injection and a bolus. The customer was not hospitalized. Troubleshooting was performed for possible leaks and air bubbles. The customer was advised that the device will be replaced or returned.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No damage on battery cap noted during visual inspection.